Event description:
(B)(4). Information was received from a manufacturer representative regarding a patient receiving fentanyl 50 mcg/ml for a total dose of 3.75 mcg/day via an implantable pump for malignant pain. It was reported on (B)(4) 2016 a programming error where the wrong drug concentration was entered. Caller stated that the pump was originally programmed with 1000 mcg/ml drug at 75 mcg/day, but the medication was actually 50 mcg/ml delivering 3.75 mcg/day. Caller noted they were correcting the concentration and raising the dose today ((B)(6) 2016) to 5 mcg/day. Caller inquired about how to get around programming a bridge bolus. It was stated troubleshooting resolved the reported event and confirmed correct programmed settings with caller and reviewed how to bypass bridge bolus on clinician programmer. No symptoms were reported.

Manufacturer narrative:
The previously reported initial reporter has been updated. Device codes have been updated.

Event description:
Additional information was received from a device manufacturer representative (rep). The concentration was updated with a programmer. The nurse in the operating room a label with the wrong concentration amount in the syringe. The error was cleared at post op as the physician realized that the drug was not supplied in that amount at the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.